Manufacturer narrative:
Other MFR report # 2523190-2016-00028. The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a hepatic laparoscopic surgery, the surgeon was trying to coagulate the liver, but the device did not coagulate the liver as expected when activated, causing an injury in duodenum. No hepatic injury reported. Request for additional information was sent.

Manufacturer narrative:
Integra has completed their internal investigation on march 18, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the coating is slightly damaged. The screw thread is compliant with the manufacturing specifications. No visual or functional defect were noticed. DHR review; unknown lot, DHR impossible. Complaints history; unknown lot, trend analysis impossible. Conclusion: the damages on the coating are probably due to the successive uses and reprocessing. The instrument is visually compliant with the manufacturing specifications.